Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while the pump battery was charging. Customer continued charging and the alert cleared. Customer's blood glucose was 214 mg/dl.